Manufacturer narrative:
Cracked and bleeding lcd glass. Unable to verify motor error on unit due to physical damage lcd board. However motor passed motor test. Scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
It was reported that customer received a motor error alarm. It was also reported that display screen was blank in areas. It was not known what caused damaged. Customer's blood glucose was unknown. Insulin pump will be replaced.